Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had completely black display. Customer¿s blood glucose was 261 mg/dl at the time of incident. Customer state that pump was now showing a black screen unable to retrieve alarm history. The insulin pump will be returned be for the analysis.